Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and lymphadenopathy visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event not related to the device. Wrinkling: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Infection (unknown onset)-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported left side no complaint against the device. Ultrasound report shows "left implant slightly rippled but without evidence of rupture, no seroma around the implant on either side, no evidence of alcl, no silicone detected in the enlarged axillary lymph nodes". Capsular contracture, baker grade IV and lymphadenopathy reported. Device has been explanted and replaced.